Event description:
Per the clinic, the patient experienced recurrent infections and breakdown of skin flap at implant site and was treated with oral and IV antibiotics (date not reported), however, the issue could not be resolved. Subsequently, the patient experienced extrusion of the receiver-stimulator resulting in the decision to explant the device, the receiver-stimulator was explanted on (B)(6) 2016, the electrode array remains in-situ.

Manufacturer narrative:
This report is filed on (B)(6) 2017.